Manufacturer narrative:
Additional reporter (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where they reported that there was leakage noted at the prepierced y-site during infusion. There was one quantity affected. There was unknown drug used and no unprotected chemo exposure. There was patient involvement, but no patient harm.

Manufacturer narrative:
Received one used list #142560488, primary plum set for evaluation. The set was examined under uv light and the tube was not bonded concentrically with the inlet on the y-site. No damage or other anomalies were observed. Received three photos of the set. One photo showed the set in a bag and two photos showed the y-site. Leakage was observed around the inlet on the y-site. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. The complaint of leakage can be confirmed. The probable cause is due to a manual bonding error during manufacturing. D9 date returned to mfg: 9/3/2025.